Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2015 -03715 / 03716 / 04604).

Event description:
Legal counsel for patient reported that the patient underwent a right total hip arthroplasty on (B)(6) 2010. Subsequently, legal counsel reported the patient was revised on (B)(6) 2015 due to patient allegations of pain, metallosis, elevated metal ion levels, and difficulty ambulating. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in operative report noted patient was revised on (B)(6) 2015 due to metallosis. Operative report further noted corrosion at the taper adapter and an anteverted cup during the procedure. The head and cup were removed and replaced with competitor products.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-03715).

Event description:
Legal counsel for patient reported that the patient underwent a right total hip arthroplasty on (B)(6) 2010. Subsequently, legal counsel reported the patient was revised on (B)(6) 2015 due to patient allegations of pain, metallosis, elevated metal ion levels, and difficulty ambulating. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.